Event description:
It was reported that the device would not function on battery power. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the ac line filter was pushed in, breaking a transistor, designator q17 on the pcb. The root cause of the reported failure was determined to be user abuse.